Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, oversensing was observed on the right atrial (ra) lead. Upon revision, insulation damaged was observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation in two locations (one proximal and one distal to suture tie impression). The reported events of oversensing and insulation damaged were confirmed. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can and friction to another device or features of patient anatomy.